Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient with history underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a third-degree atrioventricular heart block requiring surgical intervention. During the ablation phase, the patient went into complete heart block. Emergent ventricular pacing (temporary pacemaker) was required to stabilize the heart rate. Extended hospitalization was required as a result of the adverse event. The patient stayed at the hospital over the weekend for observation of the heart rate. After 48 hours, there was no improvement of the patient¿s heart rhythm so a permanent pacemaker was implanted. The patient was discharged after permanent pacemaker implantation. The adverse event outcome is considered permanent damage, as a permanent pacemaker was required. Patient¿s relevant history includes long pr and hv intervals with history of mild conduction disease and 12 years of drugs addiction.